Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed, 20mmx2.5mm in length target lesion was located in the moderately calcified left circumflex artery. A 1.50mm x 15mm maverick²¿ balloon catheter was advanced for dilation. However, the delivery shaft was fractured 50cm from the physician's hand. There was no pieces remained inside the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter in two pieces. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 63.5cm from the hub. The fracture faces were oval as if kinked prior to separation. There are numerous hypotube and shaft kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed, 20mmx2.5mm in length target lesion was located in the moderately calcified left circumflex artery. A 1.50mm x 15mm maverick balloon catheter was advanced for dilation. However, the delivery shaft was fractured 50cm from the physician's hand. There was no pieces remained inside the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.